Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of a -10.50/1.0/068 (sphere/cylinder/axis) was implanted as a replacement lens into the patient's left eye (os) on (B)(6) 2023 due to low vault. The problem was not resolved. The cause of the event is unknown. Reportedly, "patient has still a low vault," and "may be the doctor will exchange against a 13.7mm lens.".